Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient couldn't turn their stimulation up. They could turn it down but the programmer displayed an "out of regulation" message. The representative confirmed with the patient that stimulation was turned on and removed/reinserted the battery from the programmer. The issue had not been resolved. The representative was meeting with the patient on monday (B)(6) 2018. No surgical intervention occurred or was planned. No further complications were reported in this event. Additional information received from a manufacturer's representative on (B)(6) 2018. It was reported that the cause of the patient not being able to turn their stimulation up was due to one electrode having a high impedance. The patient was programmed on this electrode. On (B)(6) 2018 they reprogrammed around the electrode and the issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The cause of the impedance issue was not determined. The patient's weight was updated. No further complications reported.